Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource, the lighting was fine, but had a burning smell. Standard cable was used. Additional information was received on 19nov2018 from the customer as follows: there was no fire or smoke noted. The patient was prepped for surgery, however, there was no patient injury/death alleged. The product problem was discovered before an unspecified procedure, and no surgical delay was reported. The action that was taken after the product problem occurred was that the lightsource was swapped out with a working unit.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection found customer applied labels. Two black bumper stands under the mlx was missing. The top trim rear tab for the interlock switch is cracked and the right side panel is cracked. The mirror was reversed and the grounds for attenuator cable and the fan harness were not installed properly. The observed condition is likely caused by misuse/rough handling. Functional testing found the power supply ignited the lamp without any issue. There was no burning smell. The reported complaint of "burning smell" was unconfirmed. (B)(4).

Event description:
N/a